Event description:
Customer states that she attempted to test on her aviva meter several times, but obtained error messages (e87). Eventually, she was able to get a reading of 369 mg/dl (aviva system 1). The customer felt this reading was inaccurately high, so she tested on her husband's aviva system and obtained a reading of 167 mg/dl (aviva system 2). Customer took her normal dosage of 20 units of novolog insulin based upon the reading of 167 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
This medwatch is for the aviva system 2. Reference medwatch with (B)(6) for the aviva system 1.